Event description:
It was reported that the patient had been experiencing pain and some pressure in the chest. The patient was also experiencing inadequate and non-target stimulation in the abdomen and chest area. The patient was admitted at the hospital due to pain and the cardiac examinations turned out negative. It was not confirmed if pain was device related. The patient was discharged from the hospital. No further information could be obtained.